Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) lead had high threshold. The lead was capped in 2009. The lead was repositioned to have satisfactory lv thresholds. There were no information on whether this lead was replaced or still in use based on a few follow-up attempts. No patient complications have been reported as a result of this event.